Event description:
It was reported that a catheter break occurred. A direxion catheter was selected for use on the liver. During the procedure, it was noted that the catheter was broken. The procedure was completed with another of same device. No complications were reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The device shaft was microscopically analyzed for any damage. The devices shaft showed no damage. No breaks or fractures were confirmed. Inspection of the remainder of the device revealed no damage or irregularities.

Event description:
It was reported that a catheter break occurred. A direxion catheter was selected for use on the liver. During the procedure, it was noted that the catheter was broken. The procedure was completed with another of same device. No complications were reported and patient was stable post procedure.